Event description:
It was reported that high thresholds and intermittent capture were observed on the right ventricular (rv) pacing lead as well as r-wave undersensing. X-ray examination revealed that the lead had moved. The physician was unable to successfully reposition and fixate the existing lead at the desired location so an active fixation style lead was required. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).